Event description:
Patient was admitted for evaluation of urinary retention and difficulty urinating. Surgeon placed the artificial urinary sphincter (aus) in 2012 and it was never de-activated. The patient noticed increased irritation and leakage. The surgeon scoped the device in his office; he could see it was eroded on the lateral, dorsal aspect. Patient had elective surgery to remove the aus. No complications were noted. Manufacturer response: for artificial urinary sphincter, ams 800 sphincter (per site reporter). Manufacturer will investigate the root cause of the device failure